Event description:
On (B) (6) 2010, the patient reported an e4 (occlusion) error displayed on his insulin infusion device while attempting a bolus of 10 units. He stated this has been an on-going issue and the occlusions usually occur within 12 hours of changing his infusion headset. The occlusions occurred with his original primary device and now with his replacement device. He has also tried different infusion sets from different lot numbers. He said that tonight at dinner, his reading was 137 mg/dl with his target range being 80-120 mg/dl. He tried to bolus 10 units of insulin, but received an e4. He was able to clear the error and eventually was able to deliver his entire bolus. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.